Manufacturer narrative:
(B)(4). Batch # (B)(4). Surgeon stated after the case that he doesn't think that stapler jam was the fault of the stapler and that it could have been a clip or suture in the jaw. The analysis found that one long60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the cartridge was noted to have deck and some drivers damaged due to the device being clamped over a metal clip. The reported event could not be confirmed as the knife direction indicator worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during firing of stapler across mess tray using a vascular reload cartridge, the stapler would not return the knife blade during the 4th stroke of the firing sequence. Product appeared to be jammed. Doctor pushed the knife reverse button to return the blade and it still did not work. The mesentery was very thin and a small purchase of tissue that the surgeon just cut it out of the mesentery. Hemostasis was fine. Case completed with another device of the same product code. There were no patient consequences reported.